Manufacturer narrative:
The insulin pump was received with intermittent express bolus button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was 8 mmol/l at time of reporting. Nothing further reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).